Event description:
It was reported that a user experienced an ¿unable to proceed¿ message during the fill tubing step and, after confirming no additional alerts, was guided to remove supplies and perform a dry run that proceeded past 120 units without issue; the agent advised that new supplies were required before attempting another fill, but the user lacked replacement supplies and subsequently received another ¿unable to proceed¿ while attempting with the same set before ending the call. Symptoms included no reported adverse health effects. Outcomes included user inconvenience and an interruption of intended device use. Investigation included remote troubleshooting and a guided dry run. Investigation of this case revealed that the device performed as expected during the dry run and that continued use of the same infusion set and tubing after the dry run likely contributed to the recurring ¿unable to proceed¿ condition consistent with a supply-related flow obstruction or occlusion. It was concluded, based on previously established findings for similar reports, that the cause was user continued use of depleted or compromised supplies following a successful dry run, necessitating replacement supplies to resolve.